Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. Demand valve was found no longer working as intended and was replaced along with pm kit; including MRI battery, sintered filter and o-rings. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device continued inhaling beyond what was needed. This was occurred during testing. There was no patient involvement, no patient harm/adverse event reported and no delay in therapy.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.